Event description:
It was reported via clinic notes that in (B)(6), the patient seemed to have more drop attacks and jerking movements averaging about 3.7 per day. However, it was back down to her typical average of 1.5 to 2 seizures in the last few months. The patient continues to be free of any grand mal seizures. Attempts for further information have been unsuccessful to date.

Event description:
Follow-up with physician reveals that the increased seizures were not believed to be related to vns, but rather to intractable epilepsy. The seizures were still below pre-vns baseline levels. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the seizures. No interventions have been taken or planned. It was indicated that the generator battery was also showing near end of service.